Manufacturer narrative:
Patient information was not provided. Cardiacassist. Inc manufactures the tandemheart cannula. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report about a tandemheart pump decreasing its speed during support. Reportedly, clot formation was suspected after bleeding of the lung noticed thus anticoagulation was stopped and the pump was replaced to continue the support. In addition, a small kink in pump infusate tubing was noted which triggered an high pressure alarm which was solved by accessing the infusate tubing without sequelae. There was no report of patient injury.